Event description:
The pt had r-waves of 4 millivolts, but the autosensing was found to be stuck at 6 millivolts, therefore, the device was undersensing. The sales representative programmed autosensing 'off'. It is suspected that the pt had a large amplitude r-wave (i.e.pvc) that placed the 2:1 margin at 6 millivolts. Then the r-waves decreased and the device was undersensing. Note: there is an a-a limit feature which limits the maximum sensitivity so that it doesn't become too insensitive.